Manufacturer narrative:
The components were analyzed at the parent company in (B)(4). And all parts met design specifications. It was, however noted, that these parts had failed because they had seen unusual stress which allowed them to fatigue and break. It was decided that the part could be changed to a different material that would be able to withstand more severe use and not fatigue. The part is being revised and will be changed to steel. Components were never made available to.

Manufacturer narrative:
The DHR for this chair was reviewed and it met all specifications before distribution. The chair was configured as specified by the the dme provider. This client is known to have high tone and it was decided that the c3g seating system was more appropriate to his needs. Parts were sent right away to get the chair up and running but a new chair was ordered that has corpus c3g seating. The broken components from the original chair have not been received yet but a full analysis will be done when they are and an update will be made to this MDR at that time.

Event description:
The mother reports that a component on the back snapped at the sleeve section where it attaches to the base. She stated that the client came out of the seating when this broke, but there weren't any injuries sustained.